Event description:
It was reported that during a transurethral lithotomy procedure to treat kidney stones, the fiber tip broke off and it remained inside the renal pelvis of the patient. It was tried to used forceps for foreign objects in order to remove the fiber, but it did not work. The case was finished with the fiber piece remaining inside the patient; however, the intended treatment was not completed. It was informed that about 2 cm of the fiber jacket had been stripped and it is unknown how many times the reusable fiber was used. Another surgery will be performed at a later date, and the fiber is being asked to be retrieved for examination. Additionally, it was informed that the broken fiber tip was about 5 mm. The renal stone remained inside the body of the patient, and it was not completely removed, therefore, the patient was sent to another hospital. As of today, the patient is stable in the hospital and the plan is to perform a transurethral lithotomy procedure. There is no information of the date for the next surgery.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was broken and exhibiting some defect on the connector face. It is probable that procedural elements like physician technique, size and composition of the material being ablated could contributed with the fiber tip break, thus, confirming the reported event. It is possible that the damaged observed on the connector face could have occurred during use of the fiber. Review of the history record (DHR) showed the fiber met all manufacturing specifications prior to release. According to the device instructions for use informs the user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement.

Event description:
It was reported that during a transurethral lithotomy procedure to treat kidney stones, the fiber tip broke off and it remained inside the renal pelvis of the patient. It was tried to used forceps for foreign objects in order to remove the fiber, but it did not work. The case was finished with the fiber piece remaining inside the patient; however, the intended treatment was not completed. It was informed that about 2 cm of the fiber jacket had been stripped and it is unknown how many times the reusable fiber was used. Another surgery will be performed at a later date, and the fiber is being asked to be retrieved for examination. Additionally, it was informed that the broken fiber tip was about 5 mm. The renal stone remained inside the body of the patient, and it was not completely removed, therefore, the patient was sent to another hospital. As of today, the patient is stable in the hospital and the plan is to perform a transurethral lithotomy procedure. There is no information of the date for the next surgery.